Event description:
It was reported an 840 ventilator was shutting down intermittently. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided. The service engineer inspected the device and was unable to duplicate the reported issue. The service engineer performed an est (extended self test) and sst (short self test) and the unit passed all testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not on a patient at the time of the reported event.